Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Note: refer to medwatch report (MDR) with MFR report # 2955842-2025-44858 for MDR submission of the adverse event/malfunction related to the initial monopolar curved scissors (mcs) instrument arcing to unspecified tissue.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, the monopolar curved scissors (mcs) instrument, inadvertently arced to unspecified tissue. To address the issue, a backup mcs instrument was utilized with the same mcs tip cover accessory. However, the same issue recurred. An intuitive surgical ,inc. (Isi) technical support engineer (tse) was consulted and advised the customer to replace the mcs tip cover accessory if physical damage was observed and further recommended disconnecting the bipolar cable if the problem occurred near a bipolar instrument gripping tissue. It is unknown how the issue was resolved, if there was injury to the patient, or if the patient required any additional medical interventions. The procedure was completed robotically.